Event description:
Per complaint (B)(4), a dental implant was unable to be detached from the carrier. The complaint was discovered during a change of milling. The implant did not adapt correctly to the implant transporter. No patient impact was reported.

Manufacturer narrative:
Follow-up provided to report evaluation results and update evaluation codes.